Event description:
A report was received stating a ventilator generated a graphical user interface error code during patient use. The patient was removed from the device and placed on an alternate ventilator without reported harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer service engineer (cse) inspected the device and verified the reported event. The cse replaced the gui printed circuit board (pcb) to resolve the event. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.